Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). The patient had device interrogation last month; the battery was less than three months old at that time. The field representative noticed prior to the generator change that the battery was then reflecting six months. The field representative contacted the provider, asking if there were any programming changes that would have changed the battery longevity, but did not see any. This device was surgically explanted, and a new device was placed. Additional information received indicating that the device was to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The daily battery voltage measurements displayed a pattern of steady and rapid discharge. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). The patient had device interrogation last month; the battery was less than three months old at that time. The field representative noticed prior to the generator change that the battery was then reflecting six months. The field representative contacted the provider, asking if there were any programming changes that would have changed the battery longevity, but did not see any. This device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.